Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 570mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was tightly folded indicating that the balloon had not been subjected to positive pressure due to the condition of the returned device it was not possible to inflate the balloon in the normal fashion, due to the break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of the encore inflation unit which allowed the balloon to be inflated. As a result, the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks identified. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge (19238). An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed; returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10mm x 2.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured at 6atms. The device was directly removed while intact. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.